Event description:
It was reported to tyco / kendall healthcare in 2005 that a customer had a problem with the dual lumen mahurkar catheter. The customer states "the md was inserting the dual lumen catheter, upon withdrawing the guide wire, it became stuck inside the catheter and stretched. The catheter was removed from the patient along with the piece of guide wire inside the catheter."